Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed and found the ceramic head (insulation beak) was broken. Based on the results of the investigation, the most likely cause is impact, dropping, shock or similar stress. Insulation beak failure is mechanical component problem, but the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had the ceramic tip fractured. The issue occurred during inspection of the subject device for use before patient in room. There were no reports of patient harm.